Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and low impedance. During the revision, it was noted that the helix had difficulty retracting and then would not extend. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported events of inadequate capture and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning and by applying torque to the connector pin, helix could be extended and retracted, and the helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the over torqued inner coil consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix and over torqued of the inner coil.